Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during drain. The pt line disconnected from the transfer set during sleep. The technical service representative (tsr) had the home pt (hp) power the unit off/on twice to clear the error. The hp was instructed not to continue using the same set up. The hp ends therapy for the night. The hc unit was operational. No pt injury or medical intervention was reported.

Manufacturer narrative:
Sample discarded by customer.